Event description:
I had an MRI of my right foot without contrast. Possible morton's neuroma. Within very few seconds of the MRI beginning I felt sharp but burning excruciating pain in an area of my foot. Along the blade of the foot just below the little toe. The pain lasted the entire test. I initially thought maybe something sharp was rubbing against the foot. The tech said there was nothing there. It was perhaps close to the worse pain I have ever endured. After the test, there was a hard swollen area where it hurt. About 1cmx2cm. The pain although still present was much better. The tech told me it could not be caused by the MRI. She saw the swollen area and couldn't give a reason. I am a nurse. Rn, of over (B)(6) years and while I could not explain it either. I believe it was caused by the MRI. I don't think anything wrong was done but am reporting as an adverse event. Thank you for your time.